Event description:
It was reported that the fiber malfunctioned during the procedure. No additional information provided. The procedure was completed with an alternate procedure (turp). No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap within the metal cap is detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; there is no signs of melting at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.